Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead showed low pacing impedance and oversensing. The pace/sense portion of the rv lead was capped and replaced, and the defibrillation coils of the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.